Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized for 4 days due to a high blood glucose on unknown date. The sensor was reading low and when he tested using blood glucose level was 414 mg/dl at the time of incident and the current blood glucose level was 135 mg/dl. The customer mentioned having symptoms of vomiting. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer currently reported symptoms related to their high blood glucose was vomiting. The insulin pump and reservoir will not be returned for analysis.